Event description:
It was reported that an asymptomatic patient presented in-office for follow-up. Upon interrogation, the pacemaker was exhibiting backup vvi behavior. The patient was last followed in 2012. The device had reached elective replacement indicator. The device was explanted and replaced with a competitor pacemaker. No additional information was available.